Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg biv ICD, implanted: (B)(6) 2011; 419688 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead indicated stretching. A proximal portion was received measuring 19.5 cm. A distal portion was received measuring 40 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a suspected right ventricular (rv) lead perforation was causing ventricular tachycardia (vt). During the rv lead extraction, the left ventricular (lv) lead was damaged. Both the lv and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.